Event description:
It was reported that staples will not release. Completed with the same like product. Procedure: hernia repair. There was pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the ems device a arrived in good visual condition and void of staples. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results showed that one ems device b was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results showed that one ems device c was returned non-functional with jammed staples in the cartridge nose; the staples were manually removed and the device was tested for functionality. The device fired the remaining staples as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.